Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed no evidence that the user had attempted to upgrade the device with the 3.2.0 software. Investigation did confirm there to be a fault with the +ve and -ve terminal pogo pins. The failure of the pogo pins have the potential for the device to identify a low battery and trigger the low battery warning. This would not have caused or contributed to the fault reported by the customer. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the software failed to upgrade.